Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report+1627487-2017-01728, reference MFR report+1627487-2017-01726. It was reported the patient ((B)(6)) developed an infection 2 months post scs system implant. Reportedly, the physician opened the ipg pocket site and cleaned the area to no avail. Subsequently, surgical intervention was undertaken during which time the ipg, extensions, and adapters were explanted. The issue later resolved.